Manufacturer narrative:
Race: white; ethnicity: not hispanic, latino, or spanish origin. The report that the device did not trigger a soft limit alert was not confirmed. The pcu event log shows the user programmed a custom concentration infusion of mag sulfate (drugid 424) through guardrails. The user selected confirm to the clinical advisory ¿run at a rate of 0.5grams per hour.¿ the user then entered 500grams for the drug amount, which made the dose 500grams. The user then entered 50ml for the diluent volume, which made the concentration 10gram/ml. The user selected yes to the guardrails warning ¿dose exceeds guardrails limit of 6gram. Proceed? The user selected yes to the guardrails warning ¿concentration exceeds guardrails limit of 0.1gram/ml. Proceed?¿ the device was being used for treatment. The pump module was not returned for investigation, however, was not requested since the pcu event log shows that the user selected yes to both guardrails warnings. The root cause of the report that the device did not trigger a soft limit alert was not identified. The event log shows that there were two guardrails warnings and the user selected yes to both warnings. Log review only.

Event description:
It was reported that an infusion of magnesium sulfate 500mg/50ml was initially attempted to be programmed to run over 60 minutes using device interoperability feature with electronic health record (ehr) cerner, but failed due to a discrepancy on the medication's unit of measurement (the medication order was written in milligrams while the unit on guardrails drug library is in grams). Because of this, the rn manually programed the infusion and entered a dose of "500 grams" instead of the intended 500mg. There was no patient impact. However, in review of infusion knowledge portal (ikp) data by the pharmacist, it was found that an alert warning for dose exceeding guardrails soft limit of 6 grams was not triggered and allowed the rn to enter the dose of 500 grams. The pharmacist requests to confirm this by reviewing the device logs.